Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, t-wave oversensing was observed and incorrectly recorded by the device as a ventricular intrinsic event, leading to inappropriate anti-tachycardia pacing (atp). The device was explanted and replaced in an unrelated procedure, and the patient was in stable condition.